Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was confirmed. A microscopic inspection of the lead revealed a cathode coil facture approximately 18.2 centimeters from the terminal pin in the area of the suture sleeve tie-down. This type of fracture is consistent with a fatigue fracture. The lead has since been archived.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to intermittent loss of capture (loc) and not delivering pacing when required due to oversensing. The patient¿s heart rate was in the 30¿s and they came into the hospital with symptoms of loss of capture however it is unknown how long the loc was or if there was any asystole lasting greater than two seconds. The lead was explanted and successfully replaced with another. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.